Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link connecter under infused during patient use. When the patient arrived to the operating room, staff were unable to infuse multiple blood transfusions rapidly through a one-link set. There was no patient injury or medical intervention associated with this event. No additional information is available.